Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability is a known harm, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to impingement against the glenoid bone or abnormal articulation within the joint following an instability event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02122. D10 concomitant products: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6). 320-10-10 - equinoxe reverse tray adapter plate tray +10 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability is a known harm, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to impingement against the glenoid bone or abnormal articulation within the joint following an instability event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately one year post initial right total shoulder arthroplasty, the patient had a revision due to instability. Patient was revised to hrp. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
Pending investigation. D10: - equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / serial# (B)(6)). - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). - eq rev locking screw (cat# 320-15-05 / serial# (B)(6)).